Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 483 mg/dl. Patient's blood glucose at time of incident was 300 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.